Event description:
On october 4, 2006, the lay pt contacted lifescan (lfs) alleging that his one touch ultra test strips were going into the test strip port of his one touch ultra smart meter at an angle. The medical affairs specialist (mas) sent a letter to the patient because the phone number provided was an incorrect phone number. The following information was provided during the initial call to lfs: the pt obtained a result of 135 mg/dl on his one touch ultra smart meter with the reported test strips before leaving work. He reported having no symptoms of high or low blood glucose level. He said "around 10 minutes later", as he was getting out of the car, he passed out due to low blood glucose level, the pt said he was unconscious for 30 to 45 minutes. Information was not provided as to how paramedics were summoned. A "low message" was obtained on a paramedic's meter (the specific result was not provided). Paramedics gave the pt a glucagon injection around 7:45 pm and took him to the hospital. The pt said his body temperature was very low; however, the specific temperature and blood glucose results obtained at the hospital were not provided. No information regarding treatment received at the hospital was provided. Information was not provided regarding the patient's diabetes treatment regimen. The customer care advocate (cca) noted the patient's description of the one touch ultra test strips "going into the test strip port at an angle". The meter, test strips, and control solution were replaced. The complaint is reported because the patient lost consciousness 10 minutes after obtaining a non-hypoglycemic blood glucose reading on the lfs product. Paramedics obtained a hypoglycemic blood glucose reading and treated the patient with a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Additional reported test strip lot number 2648919.